Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured aneurysm with a max diameter of 7mm and a 6mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 3.2mm distally and 4.1mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the pipeline ped stent was deployed in situ. Previously, the distal end failed to open properly. After retrieval, an attempt was made to open it on a straight segment, but it still could not open. The issue was resolved by replacing the stent. The angiographic result post procedure showed blood vessel patency. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Or there was no patient involvement. Additional information was received. The cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when the issue occurred. The device was retrieved and redeployed multiple times in an attempt to facilitate opening; however, no additional devices were used because the distal end could not be opened and excessive deployment was avoided.

Manufacturer narrative:
H3: product analysis as found condition: the marksman catheter was returned for analysis inside a sealed biohazard bag and inside a shipping box. The pipeline flex braid was stuck inside the catheter lumen. Damaged location details: the marksman catheter was observed to be broken at 12.5cm from the proximal end of the catheter hub. The distal end of the catheter was not returned. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: the marksman catheter was cut open to remove the pipeline flex braid. Conclusion: there was no complaint against the marksman catheter. However, the marksman catheter was found broken. Possible causes could include vasospasm, the user advancing or retrieving an intraluminal device against resistance, entrapment in the vessel, applying more than 20 cm of traction, or excessive force being applied, thus exceeding the tensile strength of the tubing material. However, the root cause could not be determined. G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.